Manufacturer narrative:
Additional information was received on december 6, 2018. There was no report of any issue with the products used. No service repair was requested for the equipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no serial number was provided by the customer. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. The generator was created under a generic code for the smartablate¿ system rf generator as the product information is not available. Concomitant products : 1. Carto® 3 , u.s. Catalog#: fg540000, serial #: (B)(4). Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and smartablate¿ system rf generator and developed esophageal fistula. It is unknown if medical/surgical intervention was provided. Some weeks after the procedure, the patient developed esophageal fistula. There¿s no information regarding medical/surgical intervention, extended hospitalization, patient¿s outcome and physician¿s causality opinion. The biosense webster representative has advised that additional information could not be obtained from the customer. No further information is forthcoming.

Manufacturer narrative:
During an internal review, a correction was noted in the initial report. The method code submitted was "device not returned" however, the code should have been "device not accessible for testing". Manufacturers reference #: (B)(4).